Manufacturer narrative:
(B)(4). Field safety engineer has been sent for investigation. (B)(4). Confirmed pointer dislodged from knob. Replaced ICU push knob kit. Aligned. Verified unit calibrated and passes and functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Customer initially complained of rpm push knob pointer not aligned. Upon arrival confirmed pointer had dislodged from knob and not aligned with front panel settings. Spoke with perfusionist, she said unit's rpm was set to "0" during replacement of oxygenator. Upon removal of clamps rpm's were increased but was unable to increase above 2300 rpm's user shut off pump and re-started and were able to increase to 4000rpm's. No harm to patient. (B)(4).